Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause was not identified. The reported error of "e215" does not exist and it is deemed likely that the observed error was e315 and misreported to olympus as error e215. It is inferred that the communication between the video processor and the scope could not be performed normally because the electric contact between the scope and the device was dusty or dirty, and that a scope communication error (b30) or a non-target scope connection error (e315) occurred. When dust or dirt is attached to the electrical contact, communication between the video processor and the scope cannot be performed normally, and scope communication error (b30) occurs. If the communication of the detection line is unstable at startup, an unstable scope connection error (e315) occurs. As stated in the instructions for use, as a preventive measure: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction.". "Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source".

Manufacturer narrative:
The device was not returned to olympus for evaluation and a root cause cannot be determined at this time.

Event description:
Olympus was informed that the errors b30 and e215 were generated when using the device. There was no patient injury or harm, associated with the problem, reported to olympus.